Event description:
It has been reported to philips the allura system was showing an error message and prevented the system from acquiring images. The procedure was aborted and rescheduled. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse found there were no disk space to acquire images. The fse reinstalled pc software and the image storage disk was recreated. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.